Event description:
It was reported that the user experienced scan errors when attempting to start and rescan a freestyle libre 3 plus sensor with the ilet app, including messages indicating the sensor was already in use while the ilet continued to display start sensor, consistent with intermittent communication failure involving the antenna/electrical-magnetic components. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Customer care provided support that included troubleshooting with the user remotely. Investigation of this case revealed an interoperability problem associated with intermittent communication failure and involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.